Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision was performed for exploration of the ICD and lead issue. The physician was able to observe pacing impedance variation while pushing on the device, and it was noted that the lead position was past the multibeam connector. There was an initial problem getting the wrench to seat into the setscrew, however the wrench was finally able to be inserted, and the rv lead was disconnected. The rv lead was then tested through the analyzer, and no issues found. When the physician attempted to explant the rv lead, the helix did not budge. The physician chose to leave the rv lead implanted, and replace the ICD only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post implant, the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and pacing impedance variation. The patient was seen in the clinic and atrial pace artifact was noted on the ventricular channel causing non-sustained ventricular tachycardia episodes and sic. A chest x-ray showed that the rv lead and rightatrial (ra) lead implant locations were not close to one another, and the rv lead pin was fully inserted in the implantable cardioverter defibrillator (ICD) header, but slack was gone on the rv lead. The rv sensitivity was decreased. Then three weeks later, the rv lead triggered another lia and cross chamber oversensing continued. In-office testing could not reproduce the atrial pace events cross-talking to rv sensing lead but variance in rv pacing impedance was observed during testing. There was concern that the device setscrew was disengaged from threads. Also, it was suspected that the patient activities of riding rollercoasters and wearing a drum harness for band practice may have contributed to aggressive pocket manipulation causing a lead/device connection issue. The rv sensitivity was increased, and the rv lead and device remain in use. No patient complications have been reported as a result of this event.